Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. B5: corrected. H6: corrected health effect, medical device and investigation clinical codes.

Event description:
It was reported via legal documentation that approximately 57 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, and instability. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices: (B)(6) 02-020-11-0240 - truliant ps cem fem ps cem left sz 4, (B)(6) 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t, (B)(6) 200-02-35 - three peg patella 35mm, (B)(6) 201-78-81 - 3"" trocar, mod. Hex 2pk, (B)(6) 201-78-81 - 3"" trocar, mod. Hex 2pkz. The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (B)(6). Patient ID: (B)(6) + left knee. 10/9/2024: additional information received in inbox on 10/7/2024. Attached email, initial op report, and revision op report. Revision surgery operative notes were provided. Preoperative diagnosis: failed left total knee arthroplasty, secondary to polyethylene wear and ligament laxity. Postoperative diagnosis: failed left total knee arthroplasty, secondary to aseptic loosening of the femoral implant. Findings: grossly loose femoral implant without any adherence to the bone cement, stable tibia and patella component. Comments: due to the well fixed nature of the tibial and patella components and the complex nature of the patient¿s condition, this procedure was of a large degree of difficulty and required extended physicians services. Description of procedure: hypertrophic synovitis was encountered. We then performed a radical synovectomy, removing all the hypertrophic synovitis from the medial and lateral gutters and suprapatellar pouch, in the process harvesting frozen sections and cultures from these 3 areas. Next, the patella was moved to the side and the knee flexed and the osteotome was used to remove the polyethylene. Once this was performed we noticed a grossly loose femoral implant that was not adherent to the femoral cement mantle a revision was then undertaken of all components except for the patella which seemed stable, symmetric and measured appropriate thickness. The patient was revised to a competitor¿s devices. The patient tolerated the procedure well and was stable and transported to postanesthesia in care unit. No further issues or complications were reported. No additional information is available. It was reported via legal documentation that approximately 57 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, and instability. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available." The serial number (B)(6) is confirmed to be a part of recall number: z-0023-2022. 02-022-35-4013 - truliant tib imp ps insert sz 4 13mm, serial: (B)(6), 510k: k152170, UDI: (B)(4), product code: jwh, x-ray: no, operative notes: no. Concomitant devices: (B)(6) 02-020-11-0240 - truliant ps cem fem ps cem left sz 4, (B)(6) 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t, (B)(6) 200-02-35 - three peg patella 35mm, (B)(6) 201-78-81 - 3"" trocar, mod. Hex 2pk, (B)(6) 201-78-81 - 3"" trocar, mod. Hex 2pkz.